Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The device has not been received for analysis. Without receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years post implant of this annuloplasty ring in the mitral position, this device was replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that annuloplastry ring was explanted because of moderate to severe residual mitral regurgitation (mr) with complete prolapse of unsupported p2 and p3 segments of the native valve. There were no issues with annuloplasty ring. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.